Event description:
The patient experienced a loss of therapeutic effect. Impedances >40,000 ohms were measured on all but one electrode. The cause of the high impedance was not determined. The patient had a lead revision and cervical decompression. The percutaneous lead was replaced with a paddle lead during the revision. The patient had perfect stimulation after the revision. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).